Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On 12/12/23 a beta bionics clinical diabetes specialist (cds) reported she received a text from a patient stating that over the past 2 weeks the patient has had 2 extremely low blood sugar (bg) events that have led to convulsions and the patient's wife having to call the paramedics each time. One event occurred on 12/11/23 and the other event occurred on 11/29/23. The hypoglycemic event that occurred on 12/11/23 will be reported on manufacturer report number 3019004087-2024-00001. The hypoglycemic event that occurred on 11/29/23 will be reported on manufacturer report number 3019004087-2024-00002. On (B)(6) 2023 the patient reported his bg got to 31 mg/dl and the paramedics were called at 10:55pm. The patient stated his dexcom continuous glucose monitor (cgm) sensor had just run out around this time al well. The emt administered glucagon gel packs to the patient. Leading up this event the patient had given himself a meal announcement bolus and he thinks the ilet may have over corrected. The cds will review the patient's ilet data and will continue to monitor the patient's bg closely. The cds will have the patient monitor his bg closely as well.